Manufacturer narrative:
Patient's identifier, age, sex, weight and other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Product not returned for evaluation. If the product returns, analysis will be completed and a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis. Patient identifier, age, sex, weight & oral hygiene are unknown.